Event description:
Device issue: separated guide wire/balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was a retrograde access of the posterior descending (pda) to the left circumflex (cx) to the left main, as the bmw guide wire was pulled out to exchange it for a softer wire (nothing was noted wrong on fluoro with the original wire), through a corsair asahi catheter when the bmw wire separated into two pieces. They were both successfully removed from the patient with no retrieval needed. There were several kinks noted at the end of the guide wire. Additionally, the voyager balloon ruptured at 6 atmospheres within heavily calcification at main. There were no adverse patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.